Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 27 devices were evaluated in the field and the issue was confirmed; 13 units had broken/damaged components, 6 had worn components, 3 had bent components, 3 had dirty components, 1 had a sticking component, and 1 had a detached component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported the brakes or 5th wheel were difficult to engage/disengage. There was no patient involvement.